Manufacturer narrative:
Device evaluated by manufacturer - device not returned ;therefore, analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error. This root cause is assigned when the device was used contrary to instructions in the dfu. In this case an incompatible guidewire was used. (B)(4).

Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream® xc atherectomy catheter was selected over a .014 non-bsc filter wire for an atherectomy procedure in the superficial femoral artery(sfa). The sfa had diffuse calcium throughout and the lesion had soft plaque with some mixed morphology of calcium. When the jetstream catheter was being advanced distally then proximally, it ultimately got stuck on the filter and it would not move. The jetstream and the filter had to be removed together. The procedure was completed successfully with balloon angioplasty and stent placement. No patient complications were reported and the patient was doing fine.